Manufacturer narrative:
The complaint was confirmed. The reported incident was repeated twice. One unpacked abs-10060r angel centrifuge serial (B)(6) was received for evaluation. Visual evaluation noted damage/material peel off in the from panel of the house. The device was assembled with a new blood processing set and was tested and evaluated under normal conditions to see if the reported issue(s) could be reproduced. Sixty ml of human whole blood (13% acd-a) were processed on the device with standard settings at seven percent hematocrit. The cycle was repeated a second time with fresh whole blood. After the first cycle, the device reported outputs of 24 ml platelet-poor plasma (ppp), 33 ml rbc, and 4 ml prp. The prp volume within the syringe was recorded as 3.5 ml. After the second cycle, the device reported outputs of 26 ml platelet-poor plasma (ppp), 32 ml rbc, and 3 ml prp. The prp volume within the syringe was recorded as 3.5 ml. Aliquots of the wb and prp were analyzed for cbcs with the sysmex xe-5000 hematology analyzer (table 1). The prp produced had expected cellular concentrations. During the first cycle, the evaluator observed that the cycle was paused near the end of the cycle but did not see an active error message. The evaluator was able to resume and finish the cycle. During the second cycle, ¿valve assembly detected in the wrong position¿ error appeared after the ppp had been dispensed and the console was attempting to dispense the prp. The evaluator pulled on the prp syringe plunger, and nothing entered the syringe, indicating the valve assembly was not lined up with the syringe. The evaluator then manually rotated the valve assembly and confirmed alignment by pulling a few drops of prp into the syringe. However, when the cycle was resumed, a grinding noise was heard. The peristaltic pump failed to turn. The evaluator had to manually remove and reattach the peristaltic pump, after which they were able to resume the cycle and the console finished emptying the set. In conclusion, the reported incident was repeated twice. The most likely cause for the reported failure is wear and tear from extended usage in the field since the device was manufactured in 2007.

Event description:
On 11/21/2023, it was reported by a sales representative via (B)(4) that an abs-10060r angel machine kept producing error messages. This occurred during a case, with no effect on the patient.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.